Manufacturer narrative:
((B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Device lot number (not provided/not marked in file or indicated as unknown not available). Please provide lot or indicate that it is not obtainable? It was reported staples not delivered and there was tear tearing of the peritoneum and hematoma was suspected. Please provide the following: was the white cannula cap intact and attached to the tip of the device? What was the cause of the peritoneum tearing? Did a hematoma develop, you indicated suspected? Why was a hematoma suspected, for example did the patient develop a mass in the area that the surgeon concluded was a hematoma development? Was there any damage to the mesh, since the peritoneum tore, did the mesh get damaged as a result of the securestrap? Did the patient receive treatment or diagnostic testing for the torn peritoneum or the suspected hematoma? Was there an extended hospital stay as a result of this event? Was the hernia repair done as a open procedure or laparoscopically? How is the patient doing today? Provide patient demographics: gender, age, dob, wt, patient initials or hosp. Record identifier? It was reported that a second device was used with difficulties but procedure was completed. Was there difficulty with a second device or was it the status of the patient (ie tear/hematoma) that resulted in difficulty? (Only qty of 1 was documented in file)? If there was difficulty with the actual second device that completed the procedure, please tell us about the difficulty the device presented for example straps not deploying? If second device difficulty is being confirmed provide the lot number, confirm product code (this is needed to open 2nd impacted product)? Confirm device (s) was disposed of and thus not being returned? What level of experience does the surgeon have in using this device? What was the initial index surgical procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, a prosthesis was stapled without ligament with tearing of peritoneum. Another like device was used with difficulties but the procedure was completed. It was also reported that hematoma is suspected. Additional information has been requested.